Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to fluid loss from a perforation on the pressure regulating balloon. A new aus with 10cm cuff and 71-80 cm h2o balloon was implanted.